Event description:
The customer reported a failure to discharge using external paddles during testing.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge using external paddles during testing. The external paddle set was replaced with another paddle set and the device delivered a shock. This issue was isolated to a faulty paddle set. The device passed all testing and the customer is pending replacement of the external paddles. The device remains at the customer site. We are considering this a malfunction and was resolved by the replacement of the external paddle set.